Manufacturer narrative:
E1 initial reporter address 1:(B)(6). The motor drive unit 5 plus (mdu5) was returned for analysis. Visual inspection revealed that the mdu5 plus was in good condition and no corrosion was present. The device failed the functional test because the catheter simulator was intermittently recognized, and no image was displayed due to a faulty catheter socket.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed a black screen upon startup. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the device displayed a black screen upon startup. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.